Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Detail of product: item number: 6577111120. Item name: taper femoral stem. Lot # unknown . The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00111.

Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item # 0100214160, item name: durom us acet cmpnt 60/54 t, lot # 2357464; item # 0100181540, item name: metasul ldh, head, 54, code t, taper 18/20, lot # 2357625. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. No further investigation required as this issue is known and addressed in (B)(4) (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to pain, loosening, elevated metal ions and corrosion.